Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ unknown / model #: unk-battery / exp. Date: unknown. Device available for evaluation: no, device mfg. Date: unknown, labeled for single use: no. (B)(4). The controller and the battery were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on historical review of similar events, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the premature power switching event can be attributed to momentary disconnections or communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching with one battery. The patient admits to disconnecting both power sources on ventricular assist device (vad) while trying to fix the ¿beeping¿. The battery was exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.